Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the compressor is noisy. As stated on the repair statement additional malfunction on this device: pilot valve alarms and shuts down.